Event description:
Revision surgery performed due to extensive infiltration of periarticular tissues by tough dense tissue interspersed with necrotic areas. Originally implanted with birmingham cup coupled to birmingham head mounted on cpcs cobalt chrome cemented stem. Pt suffered no recognized complications perioperatively, wound healed without discharge, etc. Recovered uneventfully and was happy with the hip until 2007. Developed pain which pt attributed to a minor stumble. Investigation did not identify a specific problem. Pt represented in 2007 with pain and swelling of whole left lower limb. Extensive soft tissue swelling around hip. St suggested soft tissue proliferation.